Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed low r-wave measurement; capture and lead impedance were normal. The patient was asymptomatic. The lead was explanted and replaced. The patient was stable post procedure.